Event description:
The surgeon reported via the sales rep, that the gamma nail was found to be fractured post primary surgery and a procedure took place on (B)(6) to replace the nail. The customer reports that the primary procedure, a proximal femoral nailing, was approximately 9 months ago. The customer reports that the nail was replaced with a non stryker product.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon reported via the sales rep, that the gamma nail was found to be fractured post primary surgery and a procedure took place on (B)(6) to replace the nail. The customer reports that the primary procedure, a proximal femoral nailing, was approximately 9 months ago. The customer reports that the nail was replaced with a non stryker product.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The implant returned was documented as having met specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was heavily drill-damaged within the anterior bridge of the proximal lag screw hole; the bridge material is partly abraded on lateral and medial. The anterior breakage line was found within the abraded area. This heavy misdrilling effect weakened the anterior bridge and caused a notching on the lateral side, that increased the chance for nail breakage. Smooth lines of rest are visible on the anterior bridge. The lines of rest run from lateral to medial. In combination with the found drill marks, these lines of rest indicate that the nail breakage started at the anterior bridge at the lateral side. After the anterior bridge broke, the posterior bridge followed. The nail broke due to a fatigue fracture. The bearing points and the set screw imprint indicate that the lag screw flutes were not positioned vertically to the nail axis like prescribed in the operative technique. Thus, the lag screw was not secured for migration. The implantation period of approx. 9 months indicates that an insufficient bone consolidation (delayed or non-union) could have contributed to the nail breakage. Due to missing information, it could not be determined if other adverse effects like obesity, osteoporotic bone, diabetes, patient mobilization in combination with heavy loads also contributed to the implant breakage. A more precise statement was not possible based on the returned products and provided information. No discrepancies were detected during risk analysis review. No non-conformity was identified.